Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the eval.

Event description:
Info was received that reported a pt was hospitalized on (B)(6) 2014 due to an incident of diabetic ketoacidosis. It was reported that the pt's changed the infusion set on (B)(6) 2014. Sometime later, he became ill and was brought to the hospital. He was admitted with a blood glucose. Of 458 mg/dl. He was treated with IV hydration and insulin injections, the infusion set was removed and it was discovered the cannula was kinked. No permanent adverse effects to pt reported.